Manufacturer narrative:
Additional information was received on january 5, 2021. The pathology results were made available. Right breast capsule, removal: no evidence of atypia or carcinoma. Non-proliferative fibrocystic changes with fibrosis. Right breast implant, removal: breast implant identified grossly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 10, 2020. In addition to the issues reported initial. The patient also experienced bilateral deflation. The devices were explanted on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral baker grade IV capsular contracture, left sided pain, left sided swelling , and a left sided breast mass post procedure. The doctor could not confirm any sort of device issue such as a leak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-15630 for contralateral prosthesis report.